Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure where it is unknown if surgery mode was used. Thereafter, the ipg failed to establish communication with external device and the ipg was deemed inoperable. Surgical intervention took place wherein the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.